Event description:
There is no patient impact associated with this complaint. On (B)(6) 2012, it was reported that the pump produced repetitive zero basal rate alarms until the battery was fully discharged. No additional information is available. This complaint is being reported because the alleged malfunction indicated the basal rate may have been inadvertently set to zero. At this time it is uncertain if use error or malfunction caused the issue.

Manufacturer narrative:
(B)(4). There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that a 0.00 basal program was set followed by a no deliver and no prime. The black box was not available to determine if the user made a manual time and date change or a bt1 failure resulted in the pump running on the year 2013. The pump was exercised for 24 hours, after 24 hours the battery was removed. When the battery was reinserted the pump time and date did not reset to the default setting. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history.